Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the device may be removed in 2 months because the device wasn't working for the patient and hadn't worked since implant. The hcp reported that it wasn't meeting the patient¿s pain needs. No further complications were reported. Additional information received from the patient via the manufacture representative reported that the patient was feeling discomfort in the pocket. The ins was discharged as the patient had not used it in months. The ins was scheduled for explant in (B)(6) 2019. No further complications were reported.